Manufacturer narrative:
Product event summary: analysis confirmed the reported event; output connector broken. Analysis also found the high rate cover, upper case, lower case, control knobs are broken. Battery drawer is damaged and interconnect flex is out of mechanical specification (routed incorrectly). Two side bail covers, ring cover, two side bails, and ring are missing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the input connector is defective. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.